Event description:
Information received by medtronic indicated that the insulin pump had some water and now it was not working. Customer stated that insulin pump was not dropped. No harm requiring medical intervention was reported. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Software version 5.2a. Retainer ring = black. Customer returned pump for alleged exposure to moisture found on (B)(6) 2022. Pump passes displacement test. Pump fails self test due to missing segments and back light anomaly. No unexpected alarms/alerts/anomalies noted during testing. The following alarms were noted in alarm history on event date: insulin flow block on (B)(6) 2022at 08:13 am and pump error 4 on (B)(6) 2022 at 09:34 pm. Test p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on lcd connector, pcba 1, pcba 2, and back of lcd screen.the following were noted during visual inspection: battery tube threads cracked, cracked case (battery tube), pillowing keypad overlay, and cracked retainer (chipped). Exposed to moisture confirmed on lcd connector, pcba 1, pcba 2, and back of lcd screen. Back light anomaly and missing segments due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The insulin pump was returned for the analysis.